Manufacturer narrative:
Product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), implanted: (B)(6) 2012, product type recharger; product ID 37752, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), implanted: (B)(6) 2012, product type programmer; patient product ID (B)(4), serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 355531, lot # n307758, implanted: (B)(6) 2011, product type screening device; product ID 3550-02, lot # n239322, implanted: (B)(6) 2011, product type accessory.

Event description:
It was reported that the patient experienced a lack of stimulation in "his right leg." The patient reported that he stopped feeling stimulation in his right leg three days prior to report. It was additionally reported that the patient's stimulation had been "causing him problems off and on for two weeks" prior to report. It was noted that the patient still felt "stimulation in the left leg." It was stated that when the patient increased the amplitude of his stimulation that he felt "a burning or prickly feeling in the middle of his back." It was also noted that the patient had "tried all three programs and that all did the same thing." The patient was redirected to his health care provider. Additional information has been requested. A supplemental report will be filed if additional information is received. Please see MFR report # 3004209178-2013-03532 for information on the patient's other device.

Manufacturer narrative:
(B)(4).